Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had air bubbles in their reservoir. It was found the customer would rewind their insulin pump with the reservoir in place. The customer was advised against this practice. The customer was advised to call back if the problem persists. Customer's blood glucose was 110 mg/dl. No additional information provided.